Event description:
It is reported that in 1990 pt underwent left total knee replacement. Post op pt experienced persistent difficulties with pain and swelling. Pt's physician began draining dark fluid from their knee every few weeks. The fluid purportedly contained metal substances from the total knee components. Seven years later, x-rays revealed a metal object (shard) over the fibular head as well as what was believed to be metal-on-metal contact of the patellar and femoral components and substantial joint effusion. As a result, 14 months later, pt underwent revision of the knee where zimmer ibii components were placed. Post-op pt did very well and went on to an uneventful recovery.